Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient stopped charging their device as it was not providing much assistance and later were unable to communicate with external devices. As a result, surgical intervention took place wherein the ipg was replaced and effective therapy is restored.